Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled device. It was stated that the handle fixation of hlx on luminaire pwd300/700 cannot engage properly. This malfunction resulted from the breakage on the locking ring. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse, to date. The involved handle is used to maneuver the surgical light to correctly set the light ¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. In the time when the issue was noticed the device was not being used for patient treatment, however it was used in a surgery just before. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. The breakage appears to have been caused by an oxidation of the circlip. The manufacturer performed internal tests with different cleaning products on concerned handles. Even after exposure to very high concentration of aggressive substances, it was not possible to reproduce the conditions leading to oxidation of the circlip, however from our in-house experts it appears that oxidation is to be most reasonable to be considered as the potential root cause of the failure. We believe the related devices are performing correctly in the market when maintained according the instructions given in the manuals.

Event description:
MFR reference number: (B)(4).

Manufacturer narrative:
(B)(4). The issue will be investigated by the manufacturing site.

Event description:
On (B)(6) maquet (B)(4) became aware of an incident where our surgical light has been involved. As informed by the customer handle fixation of hlx on luminaire pwd 300/700 cannot engage properly. This malfunction resulted in the breakage on the locking ring. No injury has been reported due to this failure. However we decided to report this case in abundance of caution. (B)(4).